Event description:
The customer contacted stryker to report that their device unexpectedly powered off twice while using it to monitor a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker determined that the likely cause of the reported issue was due to an unlatched battery in battery well 2. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off twice while using it to monitor a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.